Manufacturer narrative:
(B)(4).the device has not been returned. If the device is returned, a supplemental device will be filed.

Event description:
According to the reporter, during a gastric bypass procedure, the device would not fire. A manual device was opened to complete the case. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance pmv led an evaluation of one reload opened by the account. Visual inspection of the cartridge noted that the reload was partially applied to the 5cm cut line. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened properly without difficulty. The jaws could not be closed completely indicating deformation of the anvil clamping mechanism. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.